Event description:
A surgeon reported that following intraocular lens (iol) implant surgeon, a patient presented with lens epithelial cell (lec) outgrowth on the surface of the iol. The outgrowth caused the effective diameter of the iol optic to be reduced down to approximately two (2) millimeters. An anterior capsulotomy was performed to treat the event. The surgeon is satisfied with the outcome. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).